Event description:
It was reported that the hcp was explanting the patient's device in 2008, due to suspected motor stall issues. No telemetry reports were received to confirm motor stalls or length of time between stall and recovery, but the patient stated she had several stalls in the past year. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.